Event description:
Patient reported right side "change of breast implants should be performed in order to avoid complications such as large cell lymphoma associated with late seroma and capsular contracture" inflammation, pain, "hardening of breast", "collection" and "irregularity of contours. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, lymphadenopathy, capsular contracture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, d6b, h6.

Event description:
Healthcare professional later reported right side capsular contracture baker grade iii. Device has been explanted.

Event description:
Patient reported right side "change of breast implants should be performed in order to avoid complications such as large cell lymphoma associated with late seroma and capsular contracture baker grade unknown" inflammation, pain, "hardening of breast", "collection" and "irregularity of contours. The device remains implanted.